Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that after replacement of the computer the system regained functionality. The computer was returned to the manufacturer for analysis. Analysis has not been completed, therefor, no further information available at this time.

Manufacturer narrative:
This event was previously reported under 1723170-2018-03550, but due to further review it was determined that it was necessary that the information be reported under the 1723170-2018-03673 file. No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that at the "select surgeon" screen, the fusion system became unresponsive. Occurred while setting up for the day. There was no patient present when this issue was identified. Afterward the system would boot into a starry screen with the mouse cursor. No patient present.

Manufacturer narrative:
Correction: the computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Note: the analysis was also reported in MDR 1723170-2018-04066. If information is provided in the future, a supplemental report will be issued.